Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the duodenal papilla of vater during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2023. During the procedure, the balloon burst when the pressure was increased to 4 atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.